Event description:
It was reported that the patient was revised due to a dislocation. The surgeon removed all implants except the stem and implanted up in size on the cup, liner, and head to add stability.